Manufacturer narrative:
April 30, 2013. This event concerns a device that was manufactured and used outside the united stated. Analysis pending.

Event description:
In the follow-up data of (B)(6) 2013, it was noticed that the slow rhythm majority was reached several times within the same recorded episode. This behavior was observed in several episodes. An explanation is required. Preliminary analysis showed that the device operated as specified.